Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that later in the day following the implant of this transcatheter bioprosthetic valve, the patient presented with stroke symptoms including left hemiplegia. The cause of the stroke is unknown. No additional adverse patient effects were reported.